Event description:
The customer reported experiencing high blood glucose for the past week. The blood glucose reading was 323mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. After receiving the tubing clamp the high pressure test was performed and the test failed twice. The customer mentioned that the device also alarmed button error, and had a low episode a week ago, his blood glucose reading was 23mg/dl. Advised the caller to disconnect from the device. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specifications. The device passed the basic occlusion test and displacement test. However, the device was unable to prime during the prime test as a result of a faulty force sensor. Unable to perform the occlusion and excessive no delivery tests due to the prime anomaly. No button errors noted. The buttons were responding properly. Moisture traces were found at the keypad traces. The device was with cracked case at the display window corners, battery tube threads, scratched screen, and missing end cap sticker.